Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient stated that their sensor failed while connecting it to their insulin pump, and that the next thing they recalled, was being hospitalized. It was understood based on that statement, that the patient lost consciousness during the event. At the hospital they received multiple injections, but were unable to recall the names of the medications administered. It is unknown if the patient experienced a hypo or hyperglycemic event. The patient was discharged after 5 days. At the time of the report the patient´s current condition was unknown. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be transmitter failure. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).